Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an simplex p-japanese twin pack. Additional devices listed in this report: - advanced cement mixing bowl and 180-gram cement cartridge. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement and packaging damage involving simplex packaging was reported. The event was not confirmed. Conclusions: no further investigation for this event is possible at this time as no product was received by stryker orthopaedics and the lot code was unknown. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Ncr was raised to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
It was reported that breakage of the ampoule was noticed before use in the medical procedure. The surgeon used spare cement which was not stored in the refrigerator and mixed antibiotic. So, spare cement hardened quickly and acm syringe was broken. He could manage to make the molding. The spare that hardened quick cement was stored in 25 degrees temp. Humidity was not stored. Operating room temp was 24 degrees. All monomer and polymer were used. No substances added which affects the cement hardening.

Event description:
It was reported that breakage of the ampoule was noticed before use in the medical procedure. The surgeon used spare cement which was not stored in the refrigerator and mixed antibiotic. So, spare cement hardened quickly and acm syringe was broken. He could manage to make the molding. The spare that hardened quick cement was stored in 25 temp. Humidity was not stored. Ope room temp was 24. All monomer and polymer were used. No substances added which affects the cement hardening.